Event description:
Boston scientific received information that one day post implant, this device with non-boston scientific leads displayed high out of range impedance measurements. In addition, increased threshold measurements were reported. The physician was informed of these measurements. It was thought this was related to a lead issue and there was no device malfunction or connection issue. A lead revision is intended when the patient's condition stabilizes. One week later, follow up revealed similar out of range impedance measurements. Interrogation revealed a safety switch had occurred. Bipolar and unipolar thresholds revealed similar measurements. An episode of noise resulting in oversensing was noted on the ventricular channel. No asystole greater than two seconds was revealed. It was thought the reported allegations may be due to a connection issue, however a lead issue could not be ruled out. No further patient symptoms were reported.

Manufacturer narrative:
As of this date, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
- -

Event description:
- -

Event description:
Additional information was obtained: a revision procedure was performed. The non-boston lead was repositioned. Post procedure follow up revealed no issues. It was thought this issue was lead related and there was no connection issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.